Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter, ¿white residue¿, found in the transfer set tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device evaluation was completed on the returned device for the reported event of particulate matter. The transfer set was visually inspected with the naked eye and with magnification. The visual inspection determined that there was loose white residue inside of the tubing. The device was also functionally tested: leak testing, clear passage testing and clamp function testing were performed. The sample did not meet product specifications related to the report of particulate matter. The reported event was verified, but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.